Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The reported foot break was confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was performed using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty. Reportedly, the foot was closed and resistance was felt during removal of the proglide device. It was noted that the posterior foot was broken and remained in the subcutaneous tissue. Hemostasis was achieved with the proglide device. No attempt was made to retrieve the separated foot. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.